Event description:
Account experiencing getting low patient bicarbonate (co2) results, which are higher when repeated. Only the following two patient examples were provided: patient 1, initial co2 gave 11 mmol/l. Sample repeated twice giving 20 and 23 mmol/l. No information provided to determine if results were used to guide therapy. The field service representative determined the cause of the discrepancies to be due to contamination of the internal water system, and decontaminated system. Performance tests were performed and within specification.

Event description:
Account experiencing getting low patient bicarbonate (co2) results, which are higher when repeated. Only the following two patient examples were provided. Patient 2: occurred in 2008, initial co2 gave 12 mmol/l; repeat gave 26 mmol/l. No information provided to determine if results were used to guide therapy. The field service representative determined the cause of the discrepancies to be due to contamination of the internal water system. Performance tests were performed and within specification.